Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have intense pain and swelling of their gums above their upper two front teeth. At check in patient marked true to infection, inflammation, gingivitis, sensitivity. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.